Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that the inner tubing was kinked/buckled, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and the tip seal was observed to be out of position. The device is part of the advisory for this model.

Event description:
It was reported during implant attempt of the lead, the physician was unable to re-extend the helix after initial placement. A new lead was used. No patient complications were reported as a result of this event.